Manufacturer narrative:
Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Slight external damage noticed. The customers problem was confirmed. Investigation found service due displayed upon power up, the clock battery needs to be replaced. The device passed the test and alarmed for longer than the required 2 minutes and 30 seconds. The root cause was determined to be a clock battery. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that cadd pump is giving an error message when turned on. No patient in jury was reported.